Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery will only charge to 4 fuel gauge leds instead of the maximum 5 leds.

Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The battery in "as received" condition was confirmed to be charged to 75% (4 leds). Investigation testing showed that the battery was able to charge completely to 100% and illuminate all five leds upon completion of charging. The battery was tested and successfully passed all evaluation sections and exhibited no anomalous behavior throughout the testing. The customer-reported issue of not charging above four indicator lights could not be reproduced. The battery performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery will only charge to 4 fuel gauge leds instead of the maximum 5 leds.